Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre sensor using librelink. Additionally, on (B)(6) 2020, the customer experienced slurred speech and numbness on the right side of her body. The customer's husband treated her with a coke and then took her to the hospital where she was diagnosed with hypoglycemia and administered IV glucose as treatment. No further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: h4 - device mfg date has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre sensor using librelink. Additionally, on (B)(6) 2020, the customer experienced slurred speech and numbness on the right side of her body. The customer's husband treated her with a coke and then took her to the hospital where she was diagnosed with hypoglycemia and administered IV glucose as treatment. No further treatment information was reported. There was no report of death or permanent injury associated with this event.